Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 190 mg/dl. The customer was assisted with troubleshooting and the display returned. The insulin pump will not be returned for analysis.